Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was low (58 mg/dl). Customer believed that the cause may have been due to over-correcting during bolus delivery. Low bg level was treated with liquid glucose. Customer's bg level then elevated to 405 mg/dl. Customer reported that cause for elevated level was due to over-correcting for the low bg level. Customer treated elevated bg level with manual injection. Customer reported that bg level was near target range at time of report.